Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on march 8, 2024, the patient underwent open reduction/internal fixation (orif) with a va-clavicle plate for a clavicle shaft fracture. A low-profile screw and locking screw were tightened beyond the plate, and a fixation move was concluded by a torque limitation driver. While the low-profile screw was being tightened, its head portion broke off. One more locking screw was added, and it was used for whole fixation. X-ray confirmed, but all screw were already inserted, so taking the plate and all screws out seemed difficult, besides, removing a shaft portion of the screw in question seemed hard, accordingly, it was determined that the shaft portion would remain in the patient¿s body. Another reason for the determination was fixed condition appeared to be not negative. The surgery was completed successfully within additional 30 minutes. The patient outcome was reported to be stable. This report involves one 2.7mm ti metaphyseal scr/slf- tpng w/t8 strdrv recess/18mm. This is report 1 of 1 for (B)(4).